Event description:
Crm received info that this right atrial lead become dislodged. During the repositioning procedure, the helix would not retract. As a result, the lead was explanted and a new lead was successfully implanted.